Event description:
The device was used during an appendectomy. The staple malformed. Specimen for evaluation was sent via fed ex on 10/23/96. The surgeon put some stitches to repair the lesion and finished the case without difficulty. There was no consequence to the pt.